Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient needed to have a PICC inserted, and the client's catheter broke during the insertion operation, and when a new catheter was inserted it also broke, and the two broken catheters were from the same batch. Extended time for the client to place the catheter, the patient has obvious pain. Additional information received 01/12/2024: both the first and second catheter fractures occurred during the catheterization process. Part of the catheter had been implanted in the patient's body, while the broken part was outside the body. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was determined to be inconclusive. The products returned for evaluation were two sets of groshong nxt clearvue catheters and stylets with the two-piece connector assembly. Both catheters were broken into several pieces. Light use residue was observed on the catheters. An attempt to lightly stretch the catheter segments revealed regions of tensile weakness, necking, and material discoloration. Microscopic inspection of the breaks revealed a mostly flat, finely granular surface. The features of the break surfaces were consistent tensile failure as demonstrated in the provided video. The force required to break the catheter cannot be measured. Additionally, both catheters have been repeatedly stretched to failure, making it difficult to determine the state of the catheter material prior to it breaking. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Event description:
It was reported that the patient needed to have a PICC inserted, and the client's catheter broke during the insertion operation, and when a new catheter was inserted it also broke, and the two broken catheters were from the same batch. Extended time for the client to place the catheter, the patient has obvious pain. Additional information received on 01/12/2024: both the first and second catheter fractures occurred during the catheterization process. Part of the catheter had been implanted in the patient's body, while the broken part was outside the body. This report addresses the second device.